Event description:
Report received of an incident involving a primary piggyback tubing set where there was a backflow of IV fluid into the primary bag. The reporter had no specific patient or event data. It was reported that when injecting into the port or infusing a piggyback on the set, the solution backflows into the primary bag. The reporter did not specify which of the three ports on the set was being accessed. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.